Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient who was receiving dilaudid 5mg/ml: 2.7mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017. It was reported the patient noticed the pump was alarming and felt flu like symptoms. The pump was interrogated and noted a motor stall occurred (B)(6) 2017 20:23, motor stall recovery occurred (B)(6) 2017 08:32, motor stall occurred (B)(6) 2017 11:10. A replacement was planned for (B)(6) 2017 but was not scheduled yet. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. On (B)(6) 2017 the representative was informed at 2:17 pm that the patient died this morning. The circumstances were unknown. The pump was on minimum rate at the time. The physician was to inform the funeral home to explant the pump. Additional information was received from a healthcare provider on (B)(6) 2017 and reported that the physician was not aware of when, how, or why the patient passed. The physician spoke with wife briefly, but got no additional information. The patient was there on (B)(6) 2017 and (B)(6) 2017 (reported as thursday and friday of last week as of (B)(6) 2017) and some interrogations were done; motor stall was revealed and the pump was turned down to next to nothing. No further complications were reported.